Event description:
The pt reported he was no longer receiving stimulation and for approximately 9 months, he has been unable to communicate with or charge his ipg. The sjm representative is to contact the pt as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.